Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a superficial femoral artery angioplasty, the balloon ruptured on the first inflation at no more than 12 atms. There were no adverse pt effects reported. Although requested, there is no add'l info available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.